Event description:
A silicone lens model aq2003v was received defective. The facility stated that the haptic was bent and both ends of the lens were not the same. The lens was not implanted and there was no patient contact. The model and lot numbers of the cartridge and injector or unknown.